Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable root cause of the foreign objects in the air/water (a/w) cylinder, tube and scope connector case (sc-case) unit could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the duodenovideoscope, which is an olympus asset, with no reported complaint. However, during the evaluation of the device, foreign objects in the air/water (a/w) cylinder, tube and scope connector case (sc-case) unit were observed. The service repair technician assessed the condition but could not determine the cause of the failure. There was no patient involvement.